Event description:
It was reported that the patient experienced heart failure and multiple organ failure. The patient's implantable cardioverter defibrillator (ICD) delivered therapy and the patient reported "it was too heated". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.